Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 27 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will return device for analysis.